Event description:
It was reported that a pfm restoration debonded following placement with advance hybrid ionomer cement (the length of time elapsed is unk). As a result, the tooth was extracted due to excessive caries.

Manufacturer narrative:
Dental literature suggests as many as 50% of teeth prepared for crowns ultimately require endodontic therapy as a result of the entire treatment process. Consequently, it is difficult to ascertain whether this event was caused by failure of the cement alone. It can be argued that premature failures of restorations related to the use of luting cements are malfunctions in absolute terms, though it is important to note that failures are known to occur in the absence of product defect. Many factors play a role in the development of symptoms leading to the need for root canal therapy or other intervention such that no relationship to any one product or step of a procedure can be established. Still, because medical intervention was required in this case, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/ or DHR review.